Event description:
Customer reported that she was inserting the infusion set and it got stuck in the serter, which caused it to not go in correctly. Customer stated she was bleeding. Customer was advised to clean the adhesive residue in the quick serter. Customer was advised that the insulin pump will also read full if the piston was rewound. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.